Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2017 to remove and replace ipg due to only having 5 months of battery life left.